Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implants regio 13 and 23 fractured. Construction was a removable implant retained construction. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implants and patient related bruxism.